Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection did not find any anomaly on the helix. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker dislodged while in tether mode. The physician abandoned the implant procedure. The patient was in stable condition.